Event description:
Boston scientific crm received information that during an attempted implant with this left ventricular (lv) epicardial lead, there were difficulties with the placement and it was not implanted. While using a positioning tool, the torque tube did not disengage lead for separation when black dot release points were squeezed. Withdrawal of the non-detached lead resulted in traumatic injury to the myocardium, which was lacerated by the screwing mechanism. The endoscopic procedure was abandoned for an open thoracotomy to repair the laceration, gain hemostatic control and to insert a new epicardial lead.